Event description:
It was reported that a stroke and thrombosis occurred. A left atrial appendage closure (laac) procedure was performed and a 27mm watchman flx pro closure and delivery system (wds) was implanted on (B)(6) 2025. The patient was discharged on a regimen was aspirin and plavix. The patient had a an initial follow up and everything looked normal on transesophageal echocardiography (tee) imaging. At an unknown time after the follow up, while still on dual anti platelet therapy (dapt), the patient experienced a transient ischemic attack. Computed tomography (CT) imaging was completed and resulted in abnormal findings. On (B)(6) 2026 another tee was performed and showed a large device related thrombus. The physician confirmed the patient had been compliant with taking medications. The patient did undergo genetic testing and the results indicated the patient is a plavix-nonresponder. The drug regimen was changed to warfarin. There is a plan to repeat a tee in the future. There were no further complications reported. It was further reported the patient symptoms occurred on (B)(6) 2026 and lasted less than 24-hours.